Manufacturer narrative:
Clinical evaluation performed by medical affairs manager on december 13, 2018 4,5 years after primary tkr the insert fixation screw got loose in the joint. It was immediately removed; screw and insert were replaced. Visual inspection of the articular surfaces during surgery can exclude possible damages to the femoral component. The cause for self-unscrewing of the insert fixation screw is unknown: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 18 december 2018: lot 120682: (B)(4) items manufactured and released on 01 june 2012. Expiration date: 2017-04-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to instability, 4 years and 7 months after primary surgery, caused by the screw backing out of the insert. The torque limiting driver was not used in the primary surgery. The surgeon revised the insert and the surgery was completed successfully.